Event description:
It was reported that the battery gauge was fluctuating and battery could not be charged. The customer's blood glucose was 75 mg/dl. The customer continued to use the pump for insulin therapy. Customer reverted to using manual injections for insulin therapy.